Event description:
It was reported that the pulse generator exhibited an inappropriate intermittent magnet reversion during interrogation. The device was exposed to cautery during pocket revision for routine upgrade.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.